Event description:
The lay user/pt contacted lifescan (lfs) in 2006 alleging that her one touch ultra meter was reverting into the set up mode. The pt refused to speak to a medical affairs specialist (mas) on december 22, 2006 to obtain clinical info. Mas listened to the recorded call and obtained the following info: the pt has been a diabetic for 15 yrs and has owned the meter for several yrs. She claims when she inserts a test strip into the meter, the meter powers off. The pt has had an issue with the meter for several days. She claims she fell many times; however, there is no clinical info about the event. In the morning the pt was asymptomatic and attempted to test on her meter; however, meter kept reverting into the set up mode. She attempted to test on her back up meter; however, claims that meter was not working. There is no info on whether her back up meter was a lfs meter. She did not take any medication, since she did not know what her blood glucose reading was and decided to contact ems. Ems arrived to the pt's home and tested the pt's blood glucose using their meter; however, the pt does not recall the reading. Her blood pressure was tested and she was treated with grape juice and advised to eat something. The pt was not taken to the hosp. Customer care advocate (cca) assisted the pt in setting the meter and issue was resolved via troubleshooting. Cca sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event and more clinical info about her fall and whether she was able to obtain a blood glucose reading at the time. This complaint is being reported as the pt alleges not being able to test; during this time she also claims she was falling and was treated by ems with juice and food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.